Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm to address the issue. Customer reported the the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 563 mg/dl. The customer administered a manual injection prior to the ER visit to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. At the time of the report with tandem technical support the customer was still admitted to the ICU, however the issue was resolved and there was no permanent damage. Customer declined follow up to obtain additional information.